Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the charger/modem was not properly charging the battery packs. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. Upon evaluation, there was contamination inside the charger/modem. The contamination caused the battery board to corrode. The cause of the inability to properly charge a battery pack is the corrosion. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event results from the contaminated charger/modem. The patient received a replacement charger/modem.